Manufacturer narrative:
Date of event estimated. The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Event description:
It was reported that the patient was unable to charge their device, in turn the spinal cord stimulator was nonfunctional, and the patient was experiencing ineffective therapy. Surgical intervention took place where the system was explanted and replaced with a different manufacture pump to address the issue. No complications and pump restored therapy.

Manufacturer narrative:
Date of event estimated.